Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated, she was hospitalized for high blood glucose and vomiting. No blood glucose reading was reported. The customer also stated she was treated for pneumonia. The infusion set was changed the morning of the day of the event. Troubleshooting revealed that the insulin pump was programmed correctly.